Manufacturer narrative:
Concomitant medical products: imu49jb53 lead implanted: (B)(6) 1997; dtba1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead interrogated oversensing episodes stored on the implantable cardioverter defibrillator (ICD). A lead revision is schedule with the rv lead being capped and the existing quadripolar pace/sense of the high voltage lead being activated and inserted into the pace/sense portion of the ICD. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.